Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tpn with lipids and the delivery was started. No specific programming parameters were provided. In 2008, at an unspecified time, the nurse noted the device display indicated an alarm condition; however, no audible alarm tone was noted. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.